Event description:
It was reported that the patient underwent an unrelated surgical intervention where the ipg was not placed into surgery mode. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.